Event description:
It was reported that during a da vinci-assisted partial nephrectomy-retroperitoneal anterior surgical procedure, it was reported that a repeated error c-33 occurred on the erbe generator prior to a procedure. The staff attempted multiple reboots without success prior to contacting isi technical support engineer (tse). Logs were reviewed and confirmed the error, which pointed to an issue with high-frequency voltage measurement being too high in the on state. Troubleshooting included verifying all physical and pedal connections and conducting a power cycle with specific instructions, but the error persisted. Tse then advised setting up a 3-rd party external generator, which was successfully prepared with additional assistance so that surgery could proceed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.